Manufacturer narrative:
(B)(4). The reported product is an unknown baxter minicap. The cause of this peritonitis was use error described as the patient reused the minicap. The guide instructs the user not to attempt to reuse the disposable set more than once. It indicates that the disposable set must be discarded after each use. It warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient reused the minicap disposable and subsequently experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by a low grade temperature and abdominal pain. It was reported the patient had clear effluent. It was reported the patient was prescribed cipro 250 mg twice a day but the patient did not fill the prescription. Four days after onset the patient was hospitalized for the event. The same day, the patient was treated with intraperitoneal ceftazidime 1 gm daily for fourteen days. The cause of the peritonitis was due to the patient reusing the minicap. The patient was discharged two days after admission. On an unknown date, the patient was retrained on aseptic technique. At the time of this report, the patient was recovering from this peritonitis event. Dianeal therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.